Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a cubie drawer was failed and not detected on bus. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer was failed and not detected on bus. A field service engineer arrived onsite and found no physical defects during inspection. A hardware failure was identified, related to a controlled medication, which required a witness for recovery. After successful recovery, the station was rebooted. Upon application startup, the hardware continued to perform successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a cubie drawer was failed and not detected on bus. The customer stated that the malfunction occurred while user tried to issue medication to a patient and that caused a delay. There were no adverse events or injuries reported based on this event.